Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intra-operatively due to iridescent substance on the surface of the lens optic. The surgeon enlarged the incision, removed the lens, and implanted same model and diopter back up lens. The surgeon used sutures to close the incision. This report pertains to the pt's right eye. Please reference MDR# 2031924-2013-00152 for the inserter used during the event.